Event description:
Reportable based on additional information received (B)(6) 2013. It was reported that during a percutaneous coronary intervention procedure, balloon damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. This 12mm x 2.00mm apex monorail balloon catheter was selected to dilate the lesion. The balloon was unable to dilate at the lesion. The apex balloon catheter was removed intact from inside the patient and once the balloon was removed, damage was noted to the balloon (detail of the balloon damage is unknown). The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information received reports "maybe there was a pinhole".

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).